Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) ¿ stem. The location of the reported device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is being considered for a right hip revision approximately 3 years post implantation due to a suspected fractured taperloc neck stem. It appears to be about 15% across the neck. The patient originally had a dm liner that subluxed and revised to mop a few years ago. Has done well until the patient rolled over three times in a golf cart and had hip pain and then the crack showed on a x-ray a couple weeks ago. CT shows it is about 15% across posterior neck. Currently she is feeling better and is essentially asymptomatic, but there is concern regarding the stem. Due diligence is in progress for this complaint; to date no additional information has been received.